Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient never experienced effective therapy since implant. Multiple attempts to reprogram were unsuccessful and patient experienced uncomfortable simulation during the reprogramming sessions. Surgical intervention may take place to address the issue.